Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Bg values not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.